Event description:
A report was received that during a revision for inadequate stimulation, the physician noticed fluid in the ipg header. The ipg was replaced with a new one and the patient was reportedly doing fine.

Event description:
A report was received that during a revision for inadequate stimulation the physician noticed fluid in the ipg header. The ipg was replaced with a new one and the patient was reportedly doing fine.

Manufacturer narrative:
Additional information was received that the lead revision procedure was due to the patient experiencing severe abdominal cramping. It was believed that the positioning of the leads caused irritation, which in turn, caused the abdominal cramping. During the revision, the ipg was replaced due to fluid in the header and the percutaneous leads were explanted. Once the percutaneous leads were removed the abdominal cramping improved. The patient was reportedly doing well following the procedure. Additional suspect medical device components involved in the event: model # sc-2352-50 (B)(4) description: linear 3-4 lead 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The failure analysis was to verify whether the device is generating unregulated stimulations. The latest setting outputs were monitored and verified to be correct on all electrodes. However, heavy blood deposit was evident in the both headers. Blood intrusion into ipg header is not considered as a device failure since it is a normal phenomenon after the device being implanted, as long as it does not affect the device's functionality.